Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture ,10-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was drawer had failed. A field service engineer (fse), upon inspection, was able to clear all failures except for tower door 3, which was opening but clicking multiple times. The fse replaced the latch and then tested the functionality using the hardware test application. The customer also tested the system in the application and confirmed that all failures were cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system drawers were failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, system drawers were failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section d medical device brand name and unique identifier (UDI) and section e initial reporter phone and section h imdrf annex a grid, imdrf annex g grid